Event description:
Customer reported that when pressing the charge button the device shuts down. There was no indication of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.